Manufacturer narrative:
No date regarding when the event occurred during operation or after the operation. No data regarding products identity was indicated for the neither events nor samples was returned, therefore, the condition of the products could not be determined. Because no lot/s or serial numbers were indicated for the event; therefore, the device history record (DHR) could not be reviewed. Because a sample was not returned and no data regarding product identity, the root cause cannot be determined. Attempts have been made to obtain additional information. (B)(4).

Event description:
A doctor of ophthalmology reported that following glaucoma filtration device implant procedures, iris contact was observed in ten cases. Additional information has been requested.